Event description:
A surgeon reported that a study patient had a yag laser capsulotomy due to posterior capsule opacification following intraocular lens (iol) implant surgery. The event resolved with treatment (capsulotomy). No further information is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).